Event description:
It was reported to medtronic minimed that the customer experienced buttons of the insulin pump were unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with all buttons functioning properly and no keypad/button unresponsive noted. Pump passed the self-test. The pump was received with the following: minor scratched window display, scratched window display cover, scratched case, pillowing keypad overlay, stained keypad overlay, cracked select, down, left button at keypad overlay, and faded/peeling serial number label. Pump was cut open to perform visual inspection and found moisture damage to the pcba1, pcba2, and motor home switch. No damage noted to the motor. The j1 connector on pcba1 was locked properly during visual inspection. The keypad overlay was removed to perform visual inspection and found no damage to the keypad traces or dome switches. The test p-cap locks properly into the reservoir compartment. Activation-keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.